Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 62 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and intermittent superior vena cava (svc) impedances with the svc programming off. A svc conductor fracture was alleged. The device was reprogrammed to turn the svc off. The rv lead remains in use. No patient complications have been reported as a result of this event.